Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant, poor sensing and no capture was observed. The physician repositioned the lead and had excellent r waves and capture at the new site. The patient's bp then dropped and the physician recognized that the lead had perforated the myocardium. The physician performed emergent pericardiocentesis to drain fluid that had built up from the perforation. The procedure was concluded and the patient was stable following the procedure.